Manufacturer narrative:
H10: one lot number was provided and a lot history review was performed. Of the two malfunctions, one device was returned to bd for evaluation and the investigation confirmed for balloon rupture and frayed fibers. One investigation is inconclusive for material rupture as no sample was returned. A root cause has not been determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunction. A review of the reported information indicated that model cq7584 pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from various sources. Both malfunctions involved a patient with no patient injury. One patient was a 63 year old female. Other patient age, gender, and weight was not provided.

Manufacturer narrative:
Of the two malfunctions, one device was returned to bd for evaluation. One investigation is inconclusive for material rupture as no sample was returned. One investigation is still progress. The devices is labeled for single use.

Event description:
This report summarizes two malfunction. A review of the reported information indicated that model cq7584 pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from various sources. Both malfunctions involved a patient with no patient injury. One patient was a (B)(6) year old female. Other patient age, gender, and weight was not provided.